Event description:
It was reported that the customer was admitted in the hospital with dka and patient is in intensive care unit. According to patient history, the patient had stopped using the insulin pump. The customer was not wearing pump before being admitted. Advised nurse to have patient call the help line.